Manufacturer narrative:
One-unit of turnpike lp was returned to vsi for evaluation. On inspecting the returned product, blood particulates were found along the length of the catheter. The turnpike was intact on the guidewire and could not be removed. Tip damage of the turnpike was confirmed. The tip sheared off and was caught on the guidewire. The distal end of the catheter had a small wrinkle. The shaft of the catheter had a wavy appearance which was noted at 20cm from the tip. This indicated torqueing of the catheter pushed against resistance. The damage from over torqueing caused the inner diameter (ID) of the catheter to collapse and lock down on the wire. The measurements of the turnpike catheter were taken, the catheter met specifications and no other damage was noted. The manufacturing records associated with lot was reviewed, there were no non-conformances related to this lot therefore, supporting the device met material, assembly and performance specifications. Based on the information and return product evaluation, the most likely root cause was operational context and/or unintended use error.

Event description:
It was reported that the device failed to perform its function. No further complications were reported. Additional information was received 26feb2020: the event occurred during cx cto re-canalization (in-stent restenosis) without any actual feedback (no resistance) during torqueing and the micro-catheter (mc) got stuck inside turnpike lp. There was no possibility to move wire inside mc and finally both devices (wire with mc) had to be removed from the vessel. After visual inspection catheter was twisted around wire. The main point was no perceptible resistance when mc got stuck and started to twist. No further complications were reported. Manufacturer investigation was performed on 16mar2020 and it was noted that there was tip damage/separation.